Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, when the lead was manipulated in the body and placed in the ventricular septum and the ventricular apex, only abnormally low values were measured. When the lead helix was extended after that, the time required for extending the helix became abnormally longer compared with the time prior to insertion into the body. The lead was removed and extension of the helix could not be smoothly performed outside of the body either. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. There was an observation with the monolithic controlled release device that contains the steroid. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the abnormally low values that were measured were the r-waves which were below the normal range.